Event description:
It was reported by the independent repair center that the unit is alarming/red light and the primary cause for the malfunction is the pilot valve is at 196 ohms. No report of patient injury, no additional information provided.